Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not flow during infusion. The device had been connected to the patient for several hours when the issue was noted. The device had been filled with 500mg daptomycin in 100ml sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.